Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after connecting the ventricular lead, the atrial lead was connected but here were no atrial paced signals. After programming, the pacemaker starts doing a pacing with bipolar normally. It should be noted that after the v lead being connected to the generator, there was 3 or 4-second delay before v pacing. During the procedure, the phyiscian took out the a lead and redid the lead measurement test to figure out the reason for a pacing absence. When he re-connected a lead to the generator, the screw wasn`t working properly. The device was replaced.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after connecting the ventricular lead, the atrial lead was connected but here were no atrial paced signals. After programming, the pacemaker starts doing a pacing with bipolar normally. It should be noted that after the v lead being connected to the generator, there was 3 or 4-second delay before v pacing. During the procedure, the physician took out the a lead and redid the lead measurement test to figure out the reason for a pacing absence. When he re-connected a lead to the generator, the screw wasn`t working properly. The device was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Preliminary review of the available patient file dated (B)(6) 2018 showed that aida memory was not activated.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after connecting the ventricular lead, the atrial lead was connected but here were no atrial paced signals. After programming, the pacemaker starts doing a pacing with bipolar normally. It should be noted that after the v lead being connected to the generator, there was 3 or 4-second delay before v pacing. During the procedure, the physician took out the a lead and redid the lead measurement test to figure out the reason for a pacing absence. When he re-connected a lead to the generator, the screw wasn`t working properly. The device was replaced.

Event description:
Reportedly, during the implant attempt of the subject pacemaker, after connecting the ventricular lead, the atrial lead was connected but here were no atrial paced signals. After programming, the pacemaker starts doing a pacing with bipolar normally. It should be noted that after the v lead being connected to the generator, there was 3 or 4-second delay before v pacing. During the procedure, the physcian took out the a lead and redid the lead measurement test to figure out the reason for a pacing absence. When he re-connected a lead to the generator, the screw wasn`t working properly. The device was replaced.

Manufacturer narrative:
Preliminary review of the device history records showed no irregularity, preliminary analysis of the returned device showed proper electrical and mechanical characteristics. No tightening mark was noted on the atrial set-screw tip was, however the first thread of this set-screw damaged.